Event description:
Customer reporting 1 discrepant result for 1 patient. Initial test resulted positive on sofia 1 and resulted negative on sofia 2. Confirmation testing was not done. It is unknown if patient was symptomatic or asymptomatic.

Manufacturer narrative:
Investigation summary: a review of the DHR did not find any issues relating to the reported problem. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.